Event description:
During a hand-assisted sigmoid resection procedure, the doctor reported that the device broke after this 2nd attempt to insert to the abdominal wall. He then put his hand in the device and closed it down around his wrist. As he did that, the device tore and pnuemo was lost. He quickly used another device. No pt consequence. Case completed with another device of the same product code.